Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the treatment of scoliosis. Post-operatively, on an unknown date, the implanted rod was found broken. Reportedly, revision surgery was performed in order to replace the broken rod.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.